Event description:
Aventis case ID: (B)(4). Initial report received on (B)(6) 2008, from a hospital's pharmacist. Two cases were reported, see file number (B)(4). A male patient, age and relevant history unspecified, had to be treated with injection of poly-l-lactic acid (newfill). No concomitant medications were reported. On an unspecified date, accidental projection of product occurred on patient's skin at the time of injection. The physician explained that he had to perform a marked pression on syringe for injection which led to accidental product projection. No adverse event was reported. At the same time, the physician experienced accidental projection of product on himself and accidental needle stick (B)(4). At the time of this report, outcome is unknown. The pharmacist mentioned that the hospital had changed of syringes and that these events occurred after this change. Further information is awaited. Ptc number is awaited.